Event description:
It was reported that this system had some muscle noise in the current vector. The pulse generator was explanted and replaced onto this existing electrode. There were no additional adverse patient effects.